Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer reported dripping from the rinse station. The field service engineer found that the main pump pressure was out of specification. He performed baseline checks and adjusted the main pump and gear pump pressures. He adjusted the rinse dispense volumes and the reagent probes. He performed a cell blank measurement and precision testing with results meeting specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 cobas c 701 module. Example 1: initial result was 6.72 mg/dl, and the repeat result was 9.94 mg/dl example 2: initial result was 6.82 mg/dl, and the repeat result was 10.74 mg/dl. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.